Event description:
Reportedly, the instrument was fired and when the surgeon tried to remove it, it stuck to the anastomosis. The surgeon transected the instrument off tissue was created a new anastomosis with another eea. There was tissue loss on pt side. Operating time was increased approximately an additional hour. Procedure: lower anterior resection.